Manufacturer narrative:
On aug 14 2020, additional information was received indicating the complaint device was a non-mentor product. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round moderate plus profile 225cc breast implant and experienced deflation on the right side. As a result, the patient underwent removal and replacement with saline mentor smooth round moderate plus profile 225cc, serial number (B)(4), lot number 7470915 on (B)(6) 2018.